Event description:
Upon review, the lead should not have been submitted as a medical device report (MDR) and did not cause a serious adverse event, and not likely to cause serious injury upon recurrence.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure when positioning the lead, helix would not extend. The lead then exhibited capture and sensing anomalies, the physician tried to reposition the lead the stylet could not be inserted into the lead. The lead was not used and a new lead was implanted.